Manufacturer narrative:
Event date estimated based on date device was returned for analysis. The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and the imaging window detached in the lapjoint section. Saline solution residues were observed on the catheter code pcba board. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage. There was no damage observed on the distal tip or guidewire exit port assembly. Impedance testing showed a good waveform. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. The opticross hd imaging catheter was returned with no issue having been reported. However, device analysis revealed a device detachment.